Event description:
Medtronic received info that this bioprosthetic aortic valve was explanted 40.77 months post implant due to severe aortic stenosis with mild aortic regurgitation. It was reported that the pt experienced dyspnea due to the valve performance. Calcification was noted on the valve. The device was explanted and replaced without reported complication.

Manufacturer narrative:
Evaluation method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event attributed to patient's condition. Analysis: upon receipt at medtronic's quality laboratory, the left and right cusps were stiff due to visible mineralization. The non-coronary cusp was slightly stiff, but flexible. Moderate to extensive tissue deterioration and degeneration, associated with mineralization, was present on all cusps. Tissue deterioration due to mineralization was present on all commissures. Remnants of glistening off-white pannus remained attached to the right and non-coronary inflow margin of attachment, extending into the left right and right non-coronary inferior coaptive areas and 1 to 1.5 mm onto the existing right cusp. Pannus (host tissue) was noted on the outflow rail of the noncoronary cusp extending to the outflow margin of attachment and over the non-coronary left commissure. Radiography revealed evidence of extensive mineralization in all cusps commissures. Conclusion: reduced performance of the valve was attributed to calcification and mineralization. These findings are generally considered a pt related condition. The device was explanted and replaced without reported adverse pt effects.